Event description:
It was reported to boston scientific corporation on january 16, 2019 that a flexiva ID tractip 200 laser fiber was used for a ureteroscopy with laser lithotripsy in the kidney performed on (B)(6) 2019. Reportedly, a lumenis p100h console was used. According to the complainant, during the procedure, the laser fiber broke outside of the patient while using the laser. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Investigation results the fiber was returned broken into two pieces. The first piece measured approximately 119.5 cm from the top of the connector to the break. The second piece measured approximately 197.5 cm from the break and included the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was used for a ureteroscopy with laser lithotripsy in the kidney performed on (B)(6) 2019. Reportedly, a lumenis p100h console was used. According to the complainant, during the procedure, the laser fiber broke outside of the patient while using the laser. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.